Manufacturer narrative:
The device would not hold 20 parts per million (ppm). The respiratory therapist stated, the incident was as a result of user error as nitric oxide (no) was not set at 0 ppm when using the manual back-up system. Eval summary - the root cause for this incident was as a result of user error and the device investigation summary is as follows. The respiratory therapist failed to set nitric oxide (no) to 0 parts per million (ppm) before using the manual back-up system. This resulted in a high flow and the device alarming 'no and back up on.' When the respiratory therapist reset no to 0 ppm, the alarm resolved. The investigation on this case is closed with the following rationale: the staff is informed of the technical issues experienced in this case with reference to the operating manual.

Event description:
A male was born (B) (6) on (B) (6), 2010 at 12:00. He was a blue baby and unstable since birth requiring high frequency ventilation and at 13:30, the (B) (6) was started on inomax at 20 parts per million (ppm) treatment of pulmonary hypertension. Around the time of intravenous line insertion, his oxygen saturation decreased to 50s-60s. The respiratory therapist (rt) hand bagged the (B) (6) with 20 ppm of nitric oxide with the inoblender. After a few minutes, he recovered and his oxygen saturation was in the high 80s to low 90s. Once he was reconnected to the inomax (B) (4), a delivery failure of the device occurred. The rt turned on the back-up delivery system at an inomax flow of 250 ml/min into the ventilator circuit. The pt's oxygen saturation began to decrease to the 70s. It was decided by the physician to change the device in lieu of troubleshooting the reported device failure. The pt was subsequently manually bagged via inoblender during the switch of the device which took a few minutes. He recovered with his oxygen saturation in the high 90s to low 100. The rt deems the oxygen saturation decreases severe, life-threatening, and possibly related to inomax.